Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. Baxters engineering investigation concluded that the j6 connector was not fully secured during initial production. When the j1 flex was properly seated in the j6 connector, the investigation found audio functioning when alarm conditions were introduced (e.g. Occlusion, air in line, and system errors). All volume levels were found to be functioning per specification. The device was repaired and returned to the customer.

Event description:
It was reported that a pump did not make any audible noise during any alarm prompts. It was also reported that there was no pt injury.